Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with mild calcification and moderate tortuosity. The lesion was pre-dilated with a 3.0x15 mm semi compliant balloon and the 3.5x33 mm xience sierra stent was deployed at 12 atmospheres. The stent was post-dilated with a 3.5x12 mm nc balloon at 14 atmospheres. An edge dissection was noted at the proximal edge of the stent. Another xience sierra stent was used to treat the dissection and complete the procedure. There were no adverse patient sequela. No additional information was provided.